Event description:
Pca pump continous infusion with monoject syringe with reports of multiple or continous alarm occlusions. Investigation completed with hospital facility biomedical engineering and confirmed defect with monoject syringe brand. During testing of syringe, the plunger was difficult to push even with excessive force to drive the plunger down the barrel.